Event description:
Per patient, no medication comes out of device even after following proper cleaning instructions. Dose, frequency and route used: inhale 2 puffs every 4 hours as needed. Therapy dates: (B)(6) 2010.